Event description:
Patient reported being woken by her pump alarming "pump failure 4-9322". Patient stated she did not have a backup pump, as she had the same error on her first pump earlier today. Patient was advised to go to the hospital, but patient refused saying she had just gotten home after being in the hospital 18 days and started on remunity and wasn't going back. Rph attempted trouble shooting with patient by trying to battery cycle the pump to see if it would dear the error and re-start the infusion, but the error returned immediately. No other information provided. Dates of hospital admission/discharge/reason no specified by reporter. Patient confirmed she is still taking her maintenance dose of uptravi 1200mcg bid. Product lot number and expiration date were systematically retrieved from the dispensing system. The suspect device serial number was not provided by the pt. Per the pharmacy dispensing system, the following device serial numbers are currently checked out by the pt for use; (B)(6)/ no due dates. The reported product fault occur while in use with the pt. The product issue did not cause or contribute to pt or clinical injury at this time. The actual device is available to be returned or investigation. The device is being replaced. The pt did not have a backup device they were able to switch to. The pt was instructed to do the following in able to continue their infusion. Report to the hospital. Pt refused, the infusion is life-sustaining. The event is ongoing. The following troubleshooting was performed. Battery cycling attempted but error persisted. No further info. Sub-c remunity self-fill pt. Pt started remunity device: (B)(6) 2024. Reported to (B)(6) by pt/caregiver. Ref report: mw5150572.